Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one protector assembled onto a vial was provided to our quality team for investigation. Upon inspection, the protector needle was observed to be bent. Functional testing was performed and no leakage was observed. A device history review was performed for reported lot 2412110, no deviations or non-conformances were identified during the manufacturing process that could have contributed to reported concern. The product undergoes thorough visual and functional inspections throughout the manufacturing process to ensure both quality and performance. This includes leakage testing and verification that all critical dimensions meet specification requirements. Following a comprehensive review, no issues were identified during manufacturing that could be linked to the reported incident. While no leakage was observed, we did note that the protector needle was bent, which likely occurred during assembly. To help prevent this, we recommend using the m12 assembly fixture with a slow and steady motion. This ensures the protector is properly aligned and securely assembled onto the vial. Complaints received for this device and reported condition will continue to be monitored by our quality team.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
This is a complaint about liquid-leakage. It was reported that leakage of anti-cancer drug between the protector and the vial stopper after use. The leaked fluid is keytruda anticancer drug. Customer had a jig, but it is unclear whether he used it this time.